Manufacturer narrative:
(B)(6). The patient¿s exact weight was reported as (B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver broke into pieces as a 2.7mm locking screw was being inserted during an open reduction internal fixation (orif) procedure of the ankle on (B)(6) 2016. An alternative device was readily available for use to complete the surgery. There were no surgical delay or additional medical intervention required. The patient's status was reported to be stable at the end of the procedure. Concomitant medical device(s) reported: 2.7mm locking screw (part/lot number: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The handle with quick coupling, small (311.43) is a common instrument, noted in 45 system technique guides including: compact distal radius, compact forefoot reconstruction screw and 2.4mm cannulated screws. In each system the driver is utilized with an accompanying screwdriver shaft for screw insertion. The returned driver was examined and the complaint condition was able to be confirmed as the device was returned handle broken at the cross pin; all fragments returned. No definitive root cause was able to be determined however the device handle was composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. As the device is 12+ years old (manufactured may 03, 2004), instrument age likely contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and handle. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 311.43 with lot number(s) 4766907 is a lot/batch controlled item. The manufacture date of this item is may 03, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 311.43, lot 4766907: release to warehouse date: may 03, 2004. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the handle broke into pieces. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.